Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with tvh and culdoplasty due to sui and pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, fistulae, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent vaginal and laparoscopic excision of mesh due to erosion on (B)(6) 2012, removal of left groin fascial mesh remnants due to erosion on (B)(6) 2012 and excision of mesh due to erosion on (B)(6) 2013. (B)(4).